Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
It was reported that the stem neck broke inside patient. The surgery was done sometime in 2015 but I was unable to find information on specific lot number and reference numbers. Surgeon revised stem to stryker with pinnacle dual mobility. Doi: 2015, dor: (B)(6) 2021, right hip.